Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.